Event description:
Caller reports that the pt tested 8.0 inr and 4.9 inr during duplicate testing. A comparison lab returned as 3.9 inr. No action was taken based on device results. No adverse event reported. Upon eval by MFR it was found that the caller's strips tested 2.5 inr on the MFR's lab and when used with retention meters, the caller's strips tested 4.5 inr. 3.8 inr, 6.9 inr, and 6.5 inr. Additional testing by the MFR found that the caller's test strips tested 2.6 inr on the MFR's lab and when used with retention meters, caller's strips tested 6.9 inr, 5.8 inr, 7.0 inr and 7.6 inr.